Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC was found to be leaking at wing and catheter connection two days after insertion. PICC was removed, and a new PICC was inserted.